Event description:
The caller stated the pt had a tracheostomy tube pilot balloon failure. The caller stated the pt's cuffs are pre-tested and inflated using minimal leak test. The pt required a non-routine replacement of the tube.